Manufacturer narrative:
(B)(4).

Event description:
The patient has two scs systems. This report is in reference to the patient's thoracic scs system. It was reported the patient has not maintained their ipg as recommended. In turn, their ipg can no longer communicate with external devices due to it being inoperable. As a result, the patient's doctor plans to perform x-rays and surgical intervention.

Event description:
Follow-up revealed the patient's scs system was explanted.